Event description:
I have had uncontrolled bone growth into my spinal canal requiring revision surgery. I also have chronic radiculitis. The pain in my back and legs is much worse now than before my infuse surgery. I do not have a right patella or achilles reflex and the reflexes on the left side are decreased as a result. Original (B)(6) 2011 surgery involved off label use of infuse.